Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.102 ohm (specification 0.001 - 0.100 ohm). The technician performed a continuity test between power entry module (pem) ground and door post and resistance was 0.015 ohm. The technician inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. The product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined. Device was sent to service.

Event description:
The customer swapped the homechoice (hc) machine due to: no customer reported problem/(B)(4) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.102 ohm, specs are 0.001 - 0.100 ohm. Rite test failure, no patient involved.